Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne") and headache ("headaches"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown and the dyspareunia, acne and headache had resolved. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was described in patients medical record: anxiety, menorrhagia, dysmenorrhea , allergy to metals and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic") in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"), 16 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and experienced pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, dyspareunia, acne and headache had resolved and the hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, weight decreased, pain, back pain, menorrhagia, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: 93 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne") and headache ("headaches"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown and the dyspareunia, a quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Reporter's information and lab data was added. Event added: weight gain. Outcome of events were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain pelvic'), salpingitis ('fallopian tube with chronic inflammation') and uterine perforation ('metallic density projects over the mid abdomen related to piercing') in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and nickel sensitivity. Concurrent conditions included acne and body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"), 16 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and experienced pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, dysmenorrhoea, fatigue, vaginal haemorrhage, dyspareunia, acne and headache had resolved and the salpingitis, uterine perforation, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, weight decreased, pain, back pain, menorrhagia, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: 93 lbs. She received treatment for "pain, bleeding, psych injury, allergic reactions". Left: 3 coils, right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne") and headache ("headaches"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown and the dyspareunia, a most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information, patient race, medical history, event: fallopian tube with chronic inflammation, metallic density projects over the mid abdomen related to piercing, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain pelvic'), salpingitis ('fallopian tube with chronic inflammation') and uterine perforation ('metallic density projects over the mid abdomen related to piercing') in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and nickel sensitivity. Concurrent conditions included acne and body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"), 16 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and experienced pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, dysmenorrhoea, fatigue, vaginal haemorrhage, dyspareunia, acne and headache had resolved and the salpingitis, uterine perforation, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, weight decreased, pain, back pain, heavy menstrual bleeding, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, insomnia, menstrual disorder, migraine, pain, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: 93 lbs. She received treatment for "pain, bleeding, psych injury, allergic reactions". Left: 3 coils, right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne") and headache ("headaches"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown and the dyspareu. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne") and headache ("headaches"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown and the dyspareunia, acne and headache had resolved. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was described in patients medical record: anxiety, menorrhagia, dysmenorrhea , allergy to metals and weight decreased. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received: new events: acne, headache, dyspareunia, concomitant disease, reporter added. Product stop date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was described in patients medical record: anxiety, menorrhagia, dysmenorrhea , allergy to metals and weight decreased. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs+mr received:the case is incident. Reporter information was updated. This case concerns (B)(6) patient. Her concurrent condition was added. Her demographic was updated. Essure indication was amended. Essure removal date was updated. Essure lot number was added. Following events: hair loss, bladder or urinary problems or changes, migraines, dental problems, nickel allergy, dysmenorrhea (cramping), weight loss, pain whole body, fatigue, lower back pain, abnormal bleeding (menorrhagia), lower abdominal pain and abnormal bleeding (vaginal) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain pelvic') in a (B)(6) female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"), 16 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and experienced pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, dysmenorrhoea, fatigue, vaginal haemorrhage, dyspareunia, acne and headache had resolved and the anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, weight decreased, pain, back pain, menorrhagia, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: (B)(6) . She received treatment for "pain, bleeding, psych injury, allergic reactions". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. A64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne and body mass index normal. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"), pain ("pain whole body"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), insomnia ("insomnia"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne") and headache ("headaches"). The patient was treated with surgery (removal of essure ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, anxiety, insomnia, alopecia, menstrual disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, weight decreased, pain, fatigue, back pain, menorrhagia, abdominal pain lower and vaginal haemorrhage outcome was unknown and the dyspareunia, a quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event ¿allergic reaction¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.